Manufacturer narrative:
There is no allegation against a da vinci product associated with this event; no product was returned for failure analysis investigation. The following concomitant products were used during the procedure: 30 degree endoscope plus, two tip-up fenestrated graspers, cadiere forceps, maryland bipolar forceps, and curved-tip sureform 30 stapler instrument. A site history review found no complaints were made for the instruments used. Review of the intraoperative event logs for the duration of the procedure show the system functioned normally and there were no indications relating to this event. Review of four subsequent procedures also found the system functioned normally with no intraoperative events or issues. Review of the curved-tip sureform 30 stapler instrument showed it was installed on the system 4 times and fired 4 reloads (3 blue, followed by 1 white). On each install, the first clamp was successful. The emergency stop button was utilized about 18 minutes after the instrument was unclamped on install 4. There were no stapler related errors in the system logs. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of an injury when a vessel was inadvertently torn while retracting with a vessel loop resulting in a catastrophic bleeding event. While patient comorbidities are suggested as a potential contributing factor, there is no allegation against any intuitive surgical product. Based on the information provided in the summary of events, no intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, an unspecified blood vessel was injured and the patient subsequently expired. The site or charge nurse notified the intuitive clinical sales representative of the event a couple of days after the procedure. It was reported that over an hour into the procedure, when a rubber vessel loop was used to lift the artery to skeletonize it, the vessel ¿burst¿ and bled. The da vinci system was undocked from the patient and unspecified interventions were performed. The patient had recently undergone chemotherapy, and their anatomy was described as inflamed and with scar tissue. The hospital held a meeting regarding the patient death and determined it was due to poor patient health. There was no report of any da vinci product issue or potential contribution to this event. Multiple attempts to contact the surgeon were made with no response received.

Manufacturer narrative:
Updated fields: h2, h6, h11. Section b5 event description: additional information the hospital risk manager reported that they investigated this event and have no concern with the da vinci products used during the procedure. The site concluded that all of the da vinci products functioned appropriately. The patient was reported to be high risk with friable tissue.

Event description:
Refer to h11 for follow-up information.